Event description:
The patient was enrolled in the asap too study on (B)(6) 2019 with patient identifier (B)(6). It was reported that transient ischemic attack (tia) occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed, and the patient underwent successful placement of a 27 mm watchman closure device with a complete laa seal and deployed device diameter of 23.9 mm. Post implant the patient was prescribed aspirin and clopidogrel and was discharged the next day. Three days post implant, the patient presented to the emergency department with left sided weakness, right ocular changes and left arm tingling/numbness which had been waxing and waning. The patient was hospitalized for further evaluation on the same day. The patient's symptoms resolved prior to hospital admission. The patient was immediately started on a heparin drip. The same day the patient was evaluated by a neurologist. Neurology examination noted the patient to be alert, oriented, with cranial nerve assessment intact and motor assessment showing left pronator drift. Computed tomography of the head revealed no acute parenchymal hemorrhage or large cortical infarct. Magnetic resonance imaging (MRI) of the neck revealed no significant stenosis or evidence of dissection. MRI of the brain revealed no significant stenosis or occlusion. The patient was diagnosed with tia. On (B)(6) 2019, aspirin and plavix were stopped, and the patient was started on intravenous heparin. Transesophageal echocardiography (tee) was performed which revealed complete seal of the implanted 27mm watchman closure device with no thrombus attached on the atrial facing surface and no thrombus in the left atrium. The patient was discharged on anticoagulation and antiplatelet therapy for 45 days and instructed to return for a repeat tee.